Manufacturer narrative:
The team in japan discarded all product months ago in (B)(6) 2022. No investigation is possible. Should any new information be shared that leads to root cause, a final report will be filed.

Event description:
The medical team in japan had an ECMO and impella cp support in which the patient expired in (B)(6) 2022. The death was deemed unrelated to the use of impella. Later in (B)(6) 2022 the jpvad registry updated that the team had observed a cva during support. The patient had suffered an ischemic stroke followed by a hemorrhagic one. The team noted a hemorrhagic event after impella placed with anticoagulation. The anticoagulation is md responsibility and normal practice.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01516 was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The following sections were updated from the original MDR 1220648-2022-01516: b2, b5, d6a, g3, h1, h6, h8.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.